Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v386598, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a situation where the patient had walked into a library and was not feeling well. The patient walked back out and felt fine. It was noted the patient¿s device was turned off when he had gone into the library and was turned back on when he left.